Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in grocery store shopping and had pain with a severe jolt near her tailbone almost knocking them off their feet. Patient is also reporting the implant site is sore. Since this episode the devices have been shut off and she has started a bout of severe diarrhea. She claims anything she eats goes right through her. She has reported completed antibiotics several weeks ago. Patient was advised to keep the new stimulator off due to the pain and incident that occurred on boxing day was suggested and she could try turning the older one on now and see if that helps with the diarrhea she is experiencing since the incident.